Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not able to charge the implant due to being in the hospital and nursing home. Caller stated now they are home and cannot charge the implant. Caller thinks that the patient needs to meet with someone about this and wondering if the rep can meet with them. Patient services reviewed possible overdischarge. The patient was redirected to their healthcare provider to further address the issue. On 2022-feb-28 (B)(4), update (con): no new information. Additional information received. Patient reported ins was not taking a charge. Overdischarge was not confirmed. Patient indicated steps/actions needed to resolve is to replace battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.